Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of downstream occlusion alarms through the history log, but could not reproduce it. Eval found the force sensor gasket folder over on itself, and the sensor fluid readings outside of spec. As a result, the failed downstream tubing guide and force sensor gasket were replaced, and the downstream sensor was recalibrated.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. It was also reported that there was no patient injury.